Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
This is filed to report difficult to remove, tissue damage, medical intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. It was noted small flail, thickened anterior leaflet, calcified leaflets and chords which resulted in poor imaging. The clip delivery system (cds) was advanced to the mitral valve, however, grasping both leaflets with the clip was difficult. Then during a grasping attempt, the clip interacted with the anterior leaflet. The clip was freed from the anterior leaflet, but a new flail was observed. The procedure continued and the clip was deployed to reduce mr and treat the tissue damage. One clip was implanted, reducing mr to 3+. There was no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have influenced the reported event. Additionally, a review of the complaint history did not identify a lot specific issue. Based on the available information, the reported difficult leaflet grasping was due to a combination of challenging anatomy and imaging, therefore due to procedural conditions. The reported difficult to remove was also due to procedural conditions. The reported poor imaging was due to anatomical challenges. The reported tissue damage was a cascading effect of the reported difficult to remove. Tissue damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported unexcepted medical intervention was a result of case specific circumstances as the clip was deployed to treat the reported tissue damage. There is no indication of a product issue with respect to manufacture, design or labeling.